Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervicitis ("cervicitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("arm pain / hands pain") and arthralgia ("knee pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cervicitis, female sexual dysfunction, depression, pain in extremity and arthralgia had resolved and the genital haemorrhage, migraine, fatigue, weight increased and menstrual disorder outcome was unknown. The reporter considered anxiety, arthralgia, cervicitis, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received,concomitant drug added, events added as:- abnormal bleeding (vaginal, menorrhagia), infection(bladder/urinary tract/vaginal) type: cervicitis, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish,arm, hand, knee pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), 6 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced cervicitis ("cervicitis"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("arm pain / hands pain") and arthralgia ("knee pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a partial hysterectomy(on (B)(6) 2017) due to complications from essure device,salpingectom). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cervicitis, female sexual dysfunction, depression, pain in extremity and arthralgia had resolved and the migraine, fatigue, weight increased and menstrual disorder outcome was unknown. The reporter considered anxiety, arthralgia, cervicitis, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: both fallopian tubes were blocked.. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Lab data added.event abnormal bleeding (general) outcome updated to recovered / resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from essure device). At the time of the report, the pelvic pain, migraine, fatigue, weight increased and menstrual disorder outcome was unknown. The reporter considered fatigue, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 6 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced cervicitis ("cervicitis"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("arm pain / hands pain"), arthralgia ("knee pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a partial hysterectomy(on (B)(6) 2017) due to complications from essure device,salpingectom). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cervicitis, female sexual dysfunction, depression, pain in extremity, arthralgia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the migraine, fatigue, weight increased and menstrual disorder outcome was unknown. The reporter considered anxiety, arthralgia, bladder disorder, cervicitis, cystitis, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: both fallopian tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 6 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced cervicitis ("cervicitis"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("arm pain / hands pain"), arthralgia ("knee pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a partial hysterectomy(on (B)(6) 2017) due to complications from essure device, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cervicitis, female sexual dysfunction, depression, pain in extremity, arthralgia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the migraine, fatigue, weight increased and menstrual disorder outcome was unknown. The reporter considered anxiety, arthralgia, bladder disorder, cervicitis, cystitis, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: both fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infections, vaginal discharge" were added. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.